Manufacturer narrative:
The device was returned to the MFR and the complaint could not be duplicated. The device showed signs of third party repairs. The device was repaired and returned to the account.

Event description:
It was reported that the device was running hot. There was no pt involvement or adverse consequences related to this event.